Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was allegedly alarming for low oxygen flow and low oxygen inlet pressure. During the evaluation of the device at the manufacturer's service center, a "service required" code was observed in the ventilator's downloaded error log. The device was recalibrated to address the issue.

Event description:
The manufacturer received information alleging a ventilator was alarming for low oxygen flow and low oxygen inlet pressure. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.